Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the load fill tubing step after changing the cartridge. The customer reverted to manual injections for insulin therapy. During troubleshooting with tandem technical support, pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was approximately 200 mg/dl.